Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, keyboard malfunction. Many of the nurses cannot log in to access pyxis due to their names having the letter j and p.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard letters were not working. A field service engineer (fse) attempted to log in to the station to run the keyboard recovery tool. While running rss, it was found that the station was blocked by the it department. The fse contacted rx to obtain it department contact information. The keyboard was not working, so the fse went to the station and found that the hotkeys were active on the keyboard. The station was shut down, and the keyboard was reseated. After rebooting, the keyboard functioned properly. As a preventive maintenance, the fse removed multiple medications between the cubie pockets. The system functioned as intended after the field service engineer repaired the device.